Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through emergency medical services and hospitalized due to diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was 700 mg/dl at the time of incident. The customer¿s current blood glucose value was 207 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin drip. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. Customer stated that the insulin pump received insulin flow block alarm and resolved by complete set change. Customer stated that the sensor received change sensor and calibration not accepted alerts and product was not adhering. The insulin pump will not be returned for analysis.